Event description:
It was reported to sabratek that a 6060 homerun infusion pump was programmed in the pca mode with delivery profile as follows: profile: pca, concentration: 5.0 mg/ml, basal rate: 0.0 mg/hr, bolus volume: 1.0mg, bolus interval: 10 minutes, number of bolus doses/hr: 6. According to the reporting facility, someone reprogrammed the pump for the continous mode. This resulted in the patient receiving 150mg of morphine in 2 hours. The patient had decreased respiration and was admitted to the hospital. Narcan was administered and the patient returned to a stable condition.